Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04206. It was reported the pt was experiencing pain at the ipg site. The sjm representative reported the pt was experiencing uncomfortable ipg pocket heating while recharging the ipg. The pt was advised of charging recommendations. Follow up indicated the heating issue was resolved with the charging recommendations. It was reported the pt did not want to pursue surgical intervention to address the pain at the ipg site.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.